Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, and quality control was completed during this investigation. The product was not returned and photos of the complaint device are not available. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The 510k status: exempt. (B)(4). This report includes relevant information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during a laparoscopic cholecystectomy procedure in which the endoscopic cholangiography set was employed, the port slipped down the length of the catheter, no matter how tight the port was fastened. This occurred when the operator of the device was attempting to cannulate the cystic duct, re-position the catheter, and/or inject the contrast medium. The customer confirmed that no additional procedures were necessitated and no patient adverse events occurred as a result of the issue. The device is reportedly unavailable for return and evaluation.